Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 18 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 25mm proximal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft and tip of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 09dec2024. It was reported that the balloon failed to inflate. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified subclavian artery. A 9.0 x 40, 75cm mustang was selected for percutaneous transluminal angioplasty (pta) treatment. However, during the procedure, it was noted that the pressure dropped before reaching the rated burst pressure (rbp). The procedure was completed with another of the same device. However, device analysis revealed a pinhole located approximately 25mm proximal from the proximal markerband.